Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. The insulin pump was received with minor scratched display window. The unit was received with a cracked case at display window corner, battery tube threads, reservoir tube lip and belt clip slot.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 169 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.